Manufacturer narrative:
(B)(4). This complaint is a report of a use error in which the patient had a closed clamp on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to open the clamp on the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps on the homechoice device, during initial drain. The hp was connected at the time of the event. The failure to follow therapy steps was further described as the patient did not open the clamp on the patient line prior to priming, resulting in an incompletely primed line. The technical service representative assisted the hp to end therapy and advised the hp to dispose of the current set-up and begin therapy again using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.